Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge as the device will not turn on. Perform functional test: cannot perform due to power issues. Download and review receiver log: cannot download due to power issues. Cut open case, inspect hw: fail, hw inspection reveals dead battery of .02v, will not charge to a higher value, replacing battery fixes problem. The root cause is a defective receiver battery. The reported event that the receiver ceased to function was confirmed. The root cause is a defective u6.